Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery was unable to power on a monitor.

Manufacturer narrative:
(B)(6) 2020: device evaluation of battery pack sn (B)(6) has been completed. The reported problem (battery fault, will not hold charge) was confirmed. As received, the battery pack was unable to power a test monitor. Upon evaluation, the nickel busbar tabs at the p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of battery sn (B)(6) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
(B)(6) 2020: the patient's second battery has been returned as part of the investigation. Upon investigation, a reportable malfunction was found. A us distributor reported that a patient's battery was unable to power on a monitor.